Event description:
During a makoplasty for a right total knee arthroplasty, an array came loose which made the mako robot no longer usable during the procedure. The physician and or team scrubbed in, and stryker vendors and mako representative attempted to fix the issue with the array, but were unsuccessful. Mako robot approach was then no longer continued, and the surgery was converted to a manual total arthroplasty with stryker.